Manufacturer narrative:
An additional lot number was provided (m205169).

Event description:
It was reported that multiple minimum fill notifications occurred after filling multiple cartridges with 300 units of insulin. Customer¿s blood glucose was 317 mg/dl. Reportedly, the customer had manual injections available as alternate insulin therapy.